Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: locking compression plate distal femur (lcp-df) plate was applied to open reduction internal fixation (orif) surgery of the distal femoral fracture. The tip of the tap was broken when the surgeon tried to tap a thread manually before the cortex screw insertion (as a lag screw). The broken tip of the tap remained in the patient&#38112;body. No surgical delay was reported. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: article 311.460, tap f/cortscr ø4.5 l125/70 was sent back to us for investigation. The received condition is described as following: tap was retuned to us with a broken off tip which remained in patients bone. The over all condition of the surface and tapping section can be described as slight worn. Reviewing the DHR showed that this article was manufactured in february 1987. No manufacturing failure was found. We do assume that by pre taping too much force was added which caused the breakage. Further a too much tilted position by insertion of the tap in to the hole could have caused the breakage as well. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.